Event description:
It was reported that the patient believed that her pump was flipped and that the catheter had "come out". The patient stated that she was able to feel the catheter under her skin. The patient stated that her alarm date was (B)(6), 2012. The patient noted that a previous catheter revision had been done in (B)(6), 2012 due to the catheter "coming out". The medication used in the pump was morphine. No further information was provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never got the pump filled when the catheter broke the second time. The catheter was reportedly just left in. The pump had been alarming ever since. The patient also experienced pain at the time the pump flipped and the catheter broke. The pump was ¿sticking out¿ and still causing her pain. The patient wanted the pump removed, but did not have a managing healthcare provider (hcp). No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).